Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvfb1d4 ICD, implanted: (B)(6) 2018. 6947m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient's controller ac adapter had a damaged cable. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Failure analysis of the returned controller ac adapter revealed that the device passed visual inspection and functional testing. No damages were observed in the adapter output cable. As a result, the reported event could not be confirmed. F information is provided in the future, a supplemental report will be issued.